Manufacturer narrative:
(B)(4). Batch # m55k1y. Device evaluation: the analysis results found that an ats45 device was received with no apparent damaged with a reload loaded in the device. The reload was received fully loaded with staples and with no damage to the spring cartridge lockout. The clamping mechanism was noted to be damaged. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. Although no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the doctor was performing a radical prostatectomy when he placed the device over the vessel the gun would not close. The doctor opened another device and completed the case. There were no patient consequences reported.